Manufacturer narrative:
(B)(4). Event evaluation - this historical complaint is being filed under 21 cfr part 803 as part of a retrospective review of complaint files. Neither the device, imaging, or lot number were returned to assist with this investigation. The device was reported to be a ufh-600-r multi-length ureteral stent. The device was reported to be observed in a knot on the distal end of the device, with minimal additional information. No patient injury was reported. The product in this case is manufactured in accordance with manufacturing instructions and inspected in according to quality control specifications. The appropriate manufacturing controls are in place assuring functionality and device integrity prior to shipment. The device lot number was not provided, therefore review of the device history record could not be completed. The product IFU in this case states: "individual variations of interaction between stents and urinary system are unpredictable. Periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested." Based on the provided level of information, a definitive root cause could not be determined or reported.

Event description:
There was a knot on the distal end of the stent mid curl. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.